Manufacturer narrative:
(B)(4). The device was received without the top jaw. The articulation joint was yielded slightly and a piece of the I-blade was broken off and not returned. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. The knife was found to be broken. The I-blade does advance smoothly and to end of jaw, despite the broken blade. The testing of the opening/closing of jaws could not be completed due to missing top jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, while selling smaller vessels and transecting tissue with moderate scarring near the cervix, the top jaw snapped. There were no clips or staples in the vicinity. Case completed with another device of a different product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.